Event description:
It was reported that during an unknown procedure that the device would not staple, but cut. They used another like device. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.